Manufacturer narrative:
During quality investigation overheating was duplicated. Further investigation revealed a damaged motor, bearings, press plug and other component parts. Corrosion damage to the motor was identified as the probable cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction was sent in for repair because it registered an overheating warning on the core console when it was attached. The event occurred during a routine maintenance visit. No adverse event was associated with the device.